Event description:
According to the available information this inflatable penile prosthesis was implanted in 2009 and removed/replaced on (B)(6) 2021 due to torn tubing above the pump hub.

Manufacturer narrative:
A titan pump, cylinders 1 and 2, and reservoir were received for evaluation. A separation with abrasion adjacent was noted on the longer exhaust tube of the pump. This was a site of leakage. Partial separations within abrasion were noted on the shorter exhaust tube and inlet tube of the pump. These were not sites of leakage. Partial separations within abrasion were noted on the exhaust tube of cylinder 1. This was not a site of leakage. No functional abnormalities were noted with either cylinder. A group of striations, indicating contact with unshod instrumentation, was noted on the inlet tube of the reservoir. This was a site of leakage. Partial separations within abrasion were also noted on the inlet tube of the reservoir. Based on examination of the returned product, it was concluded that the abrasion marks noted on all pump tubing matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This then may have caused the longer pump exhaust tube to be kinked onto itself for a period of time. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the exhaust tubing at this site. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot. D4 lot number: 1636136

Manufacturer narrative:
Lot number: 1636136. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the tubing tore above the pump hub. The device was removed and replaced.